Event description:
Philips received a complaint on the tempus pro indicating that the device will not turn on. The failure has been confirmed by the engineer, and the device will not function and restarts regularly. To address the issue, sbc, and pcb were replaced for compatibility reasons ( trizeps). Microsd card programmed, exit button on maintenance menu removed, customer user configuration applied following crf for that specific s/n unit provided by rdt customer services the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.